Event description:
It was reported that following implant of the implantable cardiac monitor, it could not be interrogated. An error message was displayed and the device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.